Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, non-penetrating nicks and crease fold. Weight measurement identified device was underweight. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact opening on posterior side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp edge opening with non-penetrating nicks assessed as surgical impact and non-penetrating nicks.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.